Manufacturer narrative:
Correction to field h3: device return to manufacturer?.

Event description:
It was reported that this right atrial (ra) lead had dislodged. Subsequently, this patient underwent a revision procedure and this lead was explanted and successfully replaced with a different lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead had dislodged. Subsequently, this patient underwent a revision procedure and this lead was explanted and successfully replaced with a different lead. No additional adverse patient effects were reported.